Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that "the pump was intermittently failing" referred to a device issue. The cause of the pump intermittently failing was not determined. The pump was replaced to resolve the pump intermittently failing and the baclofen withdrawal. No further complications were reported/anticipated.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump and it was noted the pump was returned for disposal only.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the pump found ¿no significant anomaly pump eos (end of service) due to time progression¿ as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving gablofen at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the patient had an actual residual volume (arv) of 11.9ml and an expected residual volume (erv) of 6.9ml. It was reported that the patient had volume discrepancies at refill; the hcp would use gablofen with prefilled syringes. There was no mention of therapy issues at the time of this report. It was reported that on (B)(6) 2017 a discrepancy was noted at refill: the arv was 9.4ml and the erv was 3.5ml. Troubleshooting was done and the reporter would call the hcp back. There were no reported symptoms. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative: the arv 11.9ml and erv 6.9ml event occurred on (B)(6) 2017. Additional information was received from the healthcare professional. It was reported that the cause of the volume discrepancies was that the patient's pump was intermittently failing. It was reported that the patient was hospitalized for baclofen withdrawal and his pump was being replaced. No further complications were reported.